Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2014. During the procedure, the acetabular cup did not fit with the patient's anatomy. The acetabular cup was removed and a larger acetabular cup was implanted. Surgeon then attempted to implant the liner without success. Another liner was utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event.